Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly on (B)(6) 2011, the physician observed that the ICD involved in this MDR was programmed with nominal parameters. In addition, he observed that a file corresponding to device re-initialization was recorded on the orchestra. The physician wants an explanation about the reported behavior.